Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510k number: k923607, k926214. Actual device upon receipt (visual inspection) fractured piece, guidewire main body, destination. (Combined device) microscopic inspection of the actual device [fractured piece] there were abrasion marks at approximately 30mm from the distal end. It had been bent at approximately 44mm, 94mm and 103mm from the distal end. The section at approximately 94mm from the distal end was rotated 90 degrees and 180 degrees to confirm. There were abrasions and abrasion marks. It had been bent in the shape of coil near the fractured section. There was an abrasion mark at the fractured section. [Guidewire main body] there were intermittent abrasion marks from the fractured section to the rear end. It had been bent at approximately 532mm from the fractured section. Electron microscopic inspection of the actual device a torn shape was found at the outer layer of fractured section in the fractured piece. In both the fractured piece and the guidewire main body, the ends of outer layer on the side surface of fractured section were straight. Electron microscopic inspection of the wire the outer layer of actual device was removed, and the wire at the fractured section was confirmed. In both the fractured piece and the guidewire main body, the side surface had been tapered and curved. In both the fractured piece and the guidewire main body, dimple patterns (hole-shaped patterns) were found in the top surface. Confirmation of dimensions the outer diameter at the normal section met the factory's specifications. No anomaly was found. Bending strength test it met the factory's specifications. No anomaly was found. Confirmation of the missing length guidewire main body: approximately 2825mm fractured piece: it was not possible to measure the missing length the fractured piece was so severely damaged that it was not possible to measure its exact entire length, and so it was not possible to clarify the exact length of missing piece. History investigation of the product with the involved product code/lot number no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Simulation test the guidewire was looped while the distal end was trapped, and pulling force was applied. The side surface of wire was tapered and curved. Dimple patterns were found in the top surface of wire. Based on the simulation test result, these conditions were likely to be similar to those of the actual device. Cause of occurrence/conclusion based on the investigation result, no anomaly was found in the manufacturing history record and bending strength test result of the actual device. Regarding the cause of abrasion and bend found in the fractured piece of actual device, it was likely that they occurred when the actual device got stuck on a hard object such as a lesion, it was operated. From the investigation result and simulation test result, it was inferred that the guidewire was looped while its distal end was trapped, and then pulling force was applied, causing it to fracture. However, since the details of procedure were unknown, it was not possible to clarify the cause of getting stuck. In addition, the fractured piece was so severely damaged that it was not possible to measure its exact entire length, and so it was not possible to clarify the exact length of missing piece. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper " terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that when the involved device was used in combination with destination, it became stuck and couldn't take it out. The entire system was removed, and a new destination and guidewire were used, which worked without issue. The procedure was continued and completed successfully. The procedure was completed successfully. The patient was not harmed. Since the actual device was fractured, it was determined to be a serious injury.